Manufacturer narrative:
(B)(4).

Event description:
It was reported that review of provided session record showed nsvo episodes with noise that looked like possible myopotentials. It was recommended to turn off the low frequency attenuation (lfa) filter.